Manufacturer narrative:
Added concomitant products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The low blood glucose was 51 mg/dl. The current blood glucose was 229 mg/dl. The other relevant blood glucose level was 226 mg/dl. The customer was treated with food for low blood glucose. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.